Event description:
New information noted that the suggested programming changes have been performed.

Event description:
It was reported that the patient presented in clinic for a scheduled follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the stored electrograms revealed low level, high frequency noise resulting in pacing inhibition. Programming changes were suggested. The patient was stable and will continue to be monitored.